Manufacturer narrative:
Investigation: bd received two q-syte units from an unknown lot for evaluation. A review of the device history record could not be performed as the lot number was unknown. Our quality engineer visually inspected the returned units and observed no physical/mechanical damage to both units. The septum disk and column walls were intact with no damage. Next, the engineer performed a flow rate test on both units and water flowed freely through the q-syte units and extension set. There were no occlusions found and the flow rates were found to be within product specifications. Based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during evaluation a definitive root cause could not be determined.

Event description:
It was reported that the stpck q-syte red 360deg w/o nut cap ns experienced flow issues during use. The following information was provided by the initial reporter: hcp tried priming however it didn't flo. The septum of the q-syte may be occluded.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the stpck q-syte red 360deg w/o nut cap ns experienced flow issues during use. The following information was provided by the initial reporter: hcp tried priming however it didn't flo. The septum of the q-syte may be occluded.